Event description:
It was reported that during implant, the guidewire could not be inserted into the lead and was blocked. The lead was flushed and a new guidewire was used, but the guidewire was still unable to be inserted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the guidewire insertion test was performed, result was failed. Using destructive analysis and found dried blood obstructed in distal conductor. If information is provided in the future, a supplemental report will be issued.